Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10: concomitants: 02-010-01-0230 - logic femoral ps cem left sz 3 2913743, 02-010-01-0330 - logic femoral ps cem right sz 3 3778843, 02-012-35-3015 - logic tibia ps mod insrt sz 3 15mm 2013990, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 2945924, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 3806253, 200-03-38 - one peg patella 38mm 1955072, 200-03-38 - one peg patella 38mm 2644870. Pending investigation.

Event description:
As reported via legal documentation that the patient had a left knee replacement on (B)(6) 2015. Approximately 8 years after the initial procedure the patient had a left knee revision on (B)(6) 2023 due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.